Event description:
It was reported that a system error 345 occurred on a pump while infusing medication (adenosine) to a pt. The infusion was programmed to deliver 90 mg of adenosine in 45 ml of normal saline at 140 mcg/kg/min. The customer stated that the medication was at room temperature and that the alarm occurred as soon as the infusion was started.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The unit was tested at 90 degrees fahrenheit for 6 hours and 60 degrees fahrenheit for 6 hours with no occurrence of a system error 345. The unit was also tested at 75 degrees fahrenheit for 48 hours, and no system error alarms were observed. Review of the history log shows multiple occurrences of system error 345, however sigma was unable to reproduce this alarm.